Event description:
The technician alleged the coil cable was damaged with the bare metal wires exposed. No pt impact.

Manufacturer narrative:
The technican replaced the hi-lo assembly coil cable to resolve the issue.